Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/8/2020. H.6. Investigation: bd received 105 customer samples and 2 photos for investigation. The customer¿s samples and photos were inspected with no issues being identified. The photos do not show the customer¿s failure mode of ¿clotting¿. 5 customer samples were sent to the chemistry lab for evaluation and the results are not indicative of a clotting issue. The correct amount of additive and the correct type of additive was in each of the tested samples. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. At this time, bd is unable to confirm this complaint. H3 other text : see h.10.

Event description:
It was reported that during use with a bd vacutainer® lithium heparinn 75 usp units blood collection tubes the samples were clotted. This occurred on 30 separate occasions, however, there was no report of patient impact. The following information was provided by the initial reporter: the user complained that clotted samples were found into the vacutainer tubes after mixing of blood and anticoagulant.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd vacutainer® lithium heparinn 75 usp units blood collection tubes the samples were clotted. This occurred on 30 separate occasions, however, there was no report of patient impact. The following information was provided by the initial reporter: the user complained that clotted samples were found into the vacutainer tubes after mixing of blood and anticoagulant.